Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision from one to four feet is "fuzzy" and "my clarity does not seem to be improving with more time. The consumer did not provide surgeon contact info; therefore, f/u cannot be conducted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided to properly complete an investigation. (B)(4).